Manufacturer narrative:
Concomitant products: interbody cage (implant: (B)(6) 2006; explant: n/a). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a tlif at l3-l4 and l4-l5 using an interbody device and rhbmp-2/acs. Reportedly, sometime post-op imaging studies showed that the patient had developed uncontrolled bone growth resulting in nerve compression at or near where the rhbmp-2/acs was implanted. The patient is experiencing chronic pain and radiculitis.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnoses: degenerative disc disease l3-4, l4-5. Mild lumbar curve. In tractable back pain. For which, patient underwent following procedures: left sided transforaminal lumbar interbody fusion l3-4 and l4-5. Placement of interbody device at l3-4 and l4-5. Posterior segmental fixation with bilateral percutaneous pedicle screws at l3, l4 and l5. Posterior spinal fusion l3-4, l4-5. Per op notes, upon completion of the discectomy an appropriately sized interbody device was selected. Local autologous bone was packed anteriorly in the disk space followed by a pledget of bmp. The device itself was then inserted which had been filled with bmp along with some more local bone autograft. Device was recessed several millimeters passed the posterior aspect of the l4 and l5 vertebra. Similarly, transforaminal lumbar interbody fusion was then performed at l3-4. Where upon completion of the discectomy an appropriately sized interbody device was selected. Local autologous bone was packed anteriorly in the disk space followed by a pledget of bmp. The device itself was then inserted which had been filled with bmp along with some more local bone autograft. Device was recessed several millimeters passed the posterior aspects of the l3 and l4 vertebra. Later, sterile dressing was placed. Patient tolerated the procedure well with no complications reported.